Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Qn (B)(4) was initiated on the build of this lot that would could impact the outcome of the quality of the product relevant to the defect stated in the pir. Four non-related qn¿s were initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Although the unit was not returned for evaluation; given the trend identified by the qda for this defect and lot number, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had brekage. The following was reported, "patient had completed IV infusion (kate davis to inform type of infusion). Nurse removed cannula and the extension tubing seperated at point where it joins the traiangular "wing" of the cannula. Nurse not exposed to blood leakage

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had brekage. The following was reported, "patient had completed IV infusion (kate davis to inform type of infusion). Nurse removed cannula and the extension tubing separated at point where it joins the triangular "wing" of the cannula. Nurse not exposed to blood leakage